Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, in (B)(6) of 2008, no patient complications were reported. However, in 2009 the patient reported that leakage returned. All other information is unknown and unavailable.